Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was experiencing high blood glucose. The customer¿s blood glucose had been high for a week. Their health care professional told them to change the site but it did not fix the problem. The customer¿s current blood glucose level was 470 mg/dl. The customer was treated with a bolus from the insulin pump. It was noted that the customer had traces of ketones. Troubleshooting was performed and insulin exited without incident. It was noted that there had been recent changes in the settings. The bolus and basal settings were programmed accurately. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.